Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of mesh ¿ ventralex, patient was diagnosed with obstruction, ischemia, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was identified. Lysis of adhesions was performed to free the small bowel, hernia sac and previous mesh from adhesions. At this point, using a ventralex patch the defect was reconstructed by anchored with the sutures.¿ (note: the mesh previously implanted was unknown). (B)(6) 2017 - patient was diagnosed with small bowel obstruction, adhesions, ischemia thereby underwent removal of ventralex mesh. Per operative notes, ¿the mesh was encountered which was thickened with adhesions. The ventralex mesh was excised. There was a distant bowel with adhesions was resected, which appeared to be ischemic. Adhesions were lysed." Attorney alleged that the patient had adhesions, bowel removal, pain and hernia recurrence. It was also alleged that the patient had chronic adhesions to mesh, bowel was collapsed, distended and had a strong adhesion which could not be lysed, ischemic bowel and mesh removal.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."